Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence with small bowel incarceration (no obstruction), pain, abdominal pain, nausea, adhesions, distention, hypoxemia, tachycardia, inability to speak in full sentences, serious contamination, perforated peptic ulcer, percutaneous drainage, fluid collections, abscess, thrombosis, ischemia, infection, vascular damage, gangrene, vomiting, foul smelling drainage, abdominal/arterial injuries, fatigue, stomach aches/gurgling, pain with breathing, and fistula. Post-operative patient treatment included revision surgery, anesthesia for pain, lysis of adhesions, admitted to the hospital/transferred to the ICU, hernia repair with new mesh, excision of mesh, perforation repaired, drainage of abscess, graham patch repair of large duodenal ulcer, repair of brachial and ulnar arteries, inserted the radial artery line, patch angioplasty with basilic vein, intraoperative angiograrn, several drainage procedures, percutaneous tracheostomy, revised amputation of her right index, gastroscopy, and medications.